Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 14 atms, during the third inflation. The first two inflations were performed to 12 atms each. The maverick2 monorail catheter was being used to pre-dilate the lesion. The location of the lesion is unk, but it was reported to be calcified and 90% stenotic. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported "good".